Event description:
It was reported that the device showed some high voltage lead impedances. Possibly due to loose setscrew issue. The device was programmed with svc coil off. An induction test was completed and the patient was rescued at 25j. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.